Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: abis soft. Guide catheter: launcher 5f sal1. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the posterior descending artery with heavy tortuosity. The 2.5 x 12 mm promus stent delivery system was advanced; however, resistance was met with the guide wire and the devices became stuck. The devices were removed as a single unit. After removal, it was noted that the tip of the promus separated and remained in the non-abbott guide wire. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted no blood visible. There was contrast on the shaft and in the inflation lumen, which is consistent with handling and guide wire advancement. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The innermember was wrinkled, which likely occurred as a result of the interactions with the guide wire. The soft tip was separated/detached at the distal seal, thus confirming the complaint. The separated material was jagged, suggesting tensile overload. The wrinkled, stretched, and separated soft tip was returned on the proximal end of a non-abbott guide wire. The non-abbott guide wire had blood and contrast on the coils and there was a bend in the distal shaft 9 millimeters proximal to the tip ball. The outer clear sheath of the non-abbott guide wire was also torn and wrinkled along the entire length of the coils in random areas. The returned non-abbott guide wire was not advanced through the sds due to the damages noted. A 0.0155 inch mandrel and a new 0.014 inch guide wire were advanced through the entire length of the sds without any resistance, which confirms that the guide wire lumen met manufacturing criteria. The mandrel was able to be advanced through the separated tip with slight resistance at the wrinkled portion. The guide wire was able to be advanced through the tip with no resistance noted, which confirms that the tip inner diameter met manufacturing criteria. In this case, there was no damage noted to the sds during inspection prior to use, and there was no resistance reported during removal of the stylet, which suggests a product deficiency did not contribute to the reported difficulties. Factors that may contribute to the inability to advance the stent delivery system (sds) over the guide wire and cause resistance between the devices include but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter, and/or accumulation of blood or contrast. Other factors may include anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the wire. To ensure this type of event is not the result of product quality deficiency, all stent delivery systems are 100% inspected for proper guide wire movement on the manufacturing line. Additionally, a sampling of units is destructively tested to ensure proper guide wire reversibility prior to lot release. Factors that can contribute to tip separation/detachment include but are not limited to damage during manufacturing, removal from packaging at the account, handling during preparation, handling during use, and/or during insertion/removal of the guide wire. To help ensure this is not the result of a product deficiency, all stent delivery systems are subject to a 100% visual inspection for tip damage, including at the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip tensile integrity prior to lot release. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no other incidents for difficult to position/guide wire resistance or tip detachment. It is most likely that the reported guide wire resistance occurred as a result of interactions with the returned damaged non-abbott guide wire used in the procedure. Based on analysis performed by the business unit quality engineering department, the subsequent tip separation/detachment most likely occurred as a result of tensile overload (material fatigue/stress) during resistance with the damaged guide wire. There is no indication of a product quality deficiency.